Event description:
It was reported that the patient was brought to the emergency room (ER) on (B)(6)2023 for decreased hemoglobin and hematocrit. Ventricular assist device (vad) parameters appeared stable bad frequent pulsatility index (pi) events were noted. Log file review did not find any notable alarm conditions. It was later reported that the patient experienced fatigue and melena for 2 weeks prior to presented to the ER. Endoscopy, colonoscopy, and computed tomography (CT) angiogram of the abdomen and pelvis were performed, but no active bleeding was located. Bleeding from the colon or cecum were suspected but not confirmed. The patient remained admitted for monitoring of blood in stool and transfusions as needed. Several blood transfusions had already been given. The patient would be discharged home when hemoglobin and hematocrit stabilized.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.